Manufacturer narrative:
Additional information: the actual device was received for evaluation. During the visual inspection, a hair in the blood side was found. The hair was clamped between the o-ring and the pur cutting surface. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming of one unit of a polyflux 14l dialyzer, a particulate matter was observed inside the cap. There was no patient involvement. No additional information is available.